Manufacturer narrative:
H10 the customer evaluated the unit and confirmed the malfunction. The missed screw on the outside of the screw hole of the vent was observed. The repair was made, and vent was returned to service. No parts were replaced. H11 device problem code changed to detachment of device or device component.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
The customer reported the base of the cart came apart and the ventilator hit the floor. The unit was in clinical use, but there was no user or patient harm.